Event description:
It was reported that "a doctor was dealing with a patient and the tubing separated from the y-site on the IV controller. The patient became alarmed when patient saw the blood coming out of the tubing and the doctor took a blood bath."